Event description:
It was reported to philips that the philips support connect software failed to start on a azurion 3 m15. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Software reloaded; system configured and returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).